Event description:
Complainant alleged that the clinicians were attempting to treat a patient (age and gender unknown), but the device displayed a "status 41" message upon power-up. The clinicians then obtained another device to treat the patient. The comlainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.